Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00238. It was reported that there was guidewire detachment and vessel perforation. The target lesion was located in the moderately/severely tortuous and severely calcified proximal of right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire were selected for use. During the procedure, it was noted that the target lesion was penetrated by the burr and was bleeding. The physician performed surgery and underwent bypass to treat the emergency case. The procedure was not completed due to this event. Furthermore, it was noticed that the wire became detached during the first ablation. The device was completely removed from the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device. The advancer and burr units were received attached together as a single unit. The advancer knob was received loosened in a backward position. The advancer, burr, sheath, coil, and handshake connection were microscopically and visually examined. The air hose was cut-off when received. The cut off portion was not returned for analysis. Functional testing was not able to be performed, due to the air hose being cut off. The annulus of the burr was damaged/not rounded. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus and fractured wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00238. It was reported that there was guidewire detachment and vessel perforation. The target lesion was located in the moderately/severely tortuous and severely calcified proximal of right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire were selected for use. During the procedure, it was noted that the target lesion was penetrated by the burr and was bleeding. The physician performed surgery and underwent bypass to treat the emergency case. The procedure was not completed due to this event. Furthermore, it was noticed that the wire became detached during the first ablation. The device was completely removed from the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.